Manufacturer narrative:
A replacement of dario's strips was sent to the user. While following up on the phone with dario's representative, it was determined that the user has three additional non-dario meters in addition to the user's dario meter. At the time of this call, the user had not yet received the new cartridge of strips with which to measure his bg level. On the 4th of february, dario's representative followed up once again with the user. The user informed dario's representative that he had moved, does not have access to his dario meter, and has moved on to another meter and is no longer in need of assistance. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On january 17th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the range of 180 mg/dl to 200 mg/dl from his dario meter compared to a bg range of 100 mg/dl to 120 mg/dl from the user's new non-dario meter. The user also reported that his normal bg reading is approximately 150 mg/dl. In addition, the user also mentioned to dario's representative that due to the high bg readings, he discarded the cartridge of strips that was giving him the high bg readings.